Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a ship history lot review (for the end user hospital) was not performed since item # is unknown. The recent angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "hub cracked". No adverse trend was identified. Without receiving a sample for evaluation, the complaint cannot be confirmed, nor can a root cause be determined. The drainage catheters are a purchased device for angiodynamics. The manufacturer, fueudenberg medical has been notified of this event for information purposes. ((B)(4)).

Event description:
As reported, end user hospital experienced cracked hubs on several catheters. Information was provided on one of the events. The used catheter was disposed of at the hospital. There was no patient injury or complications.